Event description:
It was reported that during elective replacement of the ICD, it was noted the lead was broken in two pieces. The fractured lead was replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Analysis of the lead is in process; results will be forwarded when available.